Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the patient experienced thrombosis and silent stroke. During a radiofrequency catheter ablation (rfca) procedure, an orion catheter was selected for use. Activated clotting time (act) during the procedure was kept at 300~400, and flushing of the sheath was performed properly. There was no issue with the device and the procedure was completed with the device. After the procedure, an asymptomatic thrombosis in the brain was confirmed via magnetic resonance imaging (MRI). The patient experienced a silent stroke. The patient had no impact due to the thrombosis in the brain, medication was taken for treatment. No further patient complications were reported.